Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the common femoral vein using a prostyle device using the pre-close technique prior to an pulse field ablation (pfa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. A third prostyle device was used, and the footplate would not fully retract/close. The lever was returned to the original position. A small incision was made in the vessel to remove the device from the vessel. The sutures of two new prostyle devices were successfully pre-placed. The pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. . There was no reported adverse patient effect. No additional information was provided.